Event description:
A compalint was received from a customer that reported that part of the display is missing numbers. Pt stated that pt was repeatedly getting error codes when testing with a specific lot of reagent. The lot in question is 1a2028aa expiry-dated 01/2004. While on the phone a review of the system was conducted. It was learned that the "units digit" was missing most of the segments. A request was made to return the system for evaluation and in the meantime, a replacement unit was provided. In addition, a control solution and some replacement sensors will be provided to the customer to cotninue testing.